Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement test. However, the unit was stuck in the motor error loop during bolus and basal delivery. Failure analysis was unable to confirm motor position encoder error alarm due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the reservoir tube lip, a minor scratched lcd window, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother called in to report a motor error alarm during priming. The customer's blood glucose level was 170 mg/dl. Customer stated they were able to complete the rewind sequence. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.